Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported, that this patient received inappropriate anti tachycardia pacing (atp). And an inappropriate shock for supra ventricular tachycardia (svt). A boston scientific technical services consultant reviewed, the event in question and discussed programming options with the health care professional. No adverse patient effects were reported.